Event description:
It was reported that the compressor did not turn on. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported not turning on. A service engineer found blown fuses and replaced them. The compressor mini started to run, and after a while the fuses broke. The service engineer found the compressor with motor faulty and sent it back for further investigation. The returned compressor with motor was investigated and it was found that it generated a loud noise due to mechanical friction in a bearing. Friction increases the mechanical load in a motor and current will increase. If the current through the fuse is higher than the specification, the fuse will break and the compressor will turn off. If the compressor turns off during ventilation, o2 level would go up. The compressor mini would generate low pressure alarm, and the connected ventilator would also generate alarms. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The cause of the friction in the compressor has not been determined.

Event description:
Manufacturer ref.#: (B)(4).